Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during an unknown procedure using suturefix ultra, the anchor came out from the bone after deployment. The implant was successfully removed from the bone, a new hole was made and placed another anchor. Surgery was resumed, after a non-significant delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: ¿the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate there was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Per case details, the anchor was retrieved from the patient. The procedure was completed using a back-up device. It was also reported that an additional bone hole was required to complete the procedure and the impact to the patient is expected to be minimal. Since no further harm is anticipated, no further medical assessment is warranted. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. ¿